Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reported to have some noise which seemed to be non-physiologic. Boston scientific technical service (ts) confirmed that the device was checked under fluoroscopy and the leads were all the way in the header. It appeared as though signals on ra channel were from air and should dissipate over time. This pacemaker remains in service. No adverse patient effects were reported.